Event description:
Pt's inr result with device was 5; lab inr for this pt was 3.1. Treatment received: medication dose was initially changed based on meter result, and then changed again after the lab result was received.